Manufacturer narrative:
Evaluation results suggest that this event would be related to rough handling during shipment of this product to the customer.

Event description:
While opening the implant, the nurse observed that both the inner and outer sterile pouch had been "violated." A back-up component was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.